Manufacturer narrative:
The lead and the submitted x-ray images were extensively analyzed. During analysis, mechanical lead damage was found that is due to the explantation but not related to the clinical complaint. There are multiple spots of damage on the steroid collar and deformation of the vcs shock coil and the inner coil. During the analysis, the electrical properties of the lead were inspected. Apart from the existing damage to the lead caused by explantation, the analysis showed that the electrical connections were not compromised. The submitted x-ray images were analyzed. Based on the information available for the analysis, the reason for the clinical complaint cannot be clearly identified. Analyzing the lead did not show any damage that could be linked to the clinical observation. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of 7 months, sensing values of 3.0 mv and a loss of capture in the right ventricle were reported. In addition, it was reported that pacing occurred in the atrium when pacing through the ICD and also through the measurement cable. No lead dislodgement could be seen in the x-ray image. No deterioration of the patient¿s state of health was reported.